Manufacturer narrative:
Exact date unknown, event occurred (B)(6) of the year 2021.

Event description:
It was reported that patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.